Event description:
Noticed a large puddle on the ground. Ivpb and primary carrier line mostly empty. Removed tubing from patient and upon further inspection noted a small break / leak in the line near the blue connector piece that sits at the top of the channel.